Manufacturer narrative:
No audio or beep anomaly noted. Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a sound and vibrating anomaly. The customer's blood glucose levels were 300 mg/dl at the time of the incident. The customer reported no beeping or vibrating from the insulin pump. No delivery alarms were reported as well. Troubleshooting was provided. The customer ran a self test and it failed due to no beeping or vibrating at all. The insulin pump will return for analysis.